Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the loop was pulled, the suture broke. It felt softer to break the canula at the break point than usual. The same device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the procedure date & event day? Unknown. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.